Event description:
Philips received a complaint on the patient information center ix indicating that multiple centrals rebooted and monitoring was down during the reboot process. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and logged into the customer system. The rse viewed the logs and log viewer and confirmed multiple hosts rebooted around 11:11 on october 15, 2025. The customer called back and spoke to a second rse. The customer indicated that the issue recurred and they rebooted the system two times to address the issue. The customer initially requested onsite service to determine the cause of the issue but did not follow through on the request. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.